Event description:
The svc repair tech (srt) reported that during routine testing of the device at the svc ctr, the flow sensor event counter on the perfusion system had an "pod initialization failure". The sensor didn't work at all on the last trial run. The flow sensor had worked well since last time when we tested at the svc center. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2013-00698.